Event description:
The customer alleged that the peep was fluctuating while on a pt. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the autozero solenoids and the pressure transducer board. The unit passed extended self testing. It was verified that there was no death or serious injury as a result of the fluctuating peep. It is not verified that the autozero solenoid malfunctioned and no malfunction may have occurred with the autozero solenoids. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.